Manufacturer narrative:
(B)(4). Device evaluated by MFR.: t is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous (av) fistula. A 7.0 x 80, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. During first inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.